Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that no issues with the crimped stent and balloon of the device. The tip od measurement was taken and is within specification. It was also noted that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The shaft polymer extrusion broken 12mm distal to the midshaft. The corewire could be seen protruding from the proximal end of the break and there was evidence of stretching on the distal section of the break. The investigator observed that the distal inner was damaged. The product mandrel was not returned to the cis for analysis. The hypotube and outer were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties occurred. A 2.50x12mm promus element ¿ stent was selected to treat the lesion; however when the physician attempted to use the device the stent was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed shaft break.